Manufacturer narrative:
Customer indicated that patient was fine. Siemens customer service engineer (cse) checked the instrument. Cse was not able to retrieve message log. Cse stated neither error log provide errors at time sample were processed nor any consistent errors that would explain result. Instrument passed post test ran, auto alignment observed minor value changes. Instrument is fully functional on departure.

Event description:
Customer reported erroneous troponin results on the instrument.